Event description:
The customer declined to provide the patient identifier.

Event description:
The customer reported that about 10 minutes into a donation procedure, the donor experienced cold sweat, muzziness, became pale and his blood pressure dropped down to 80mmhg. The doctor of the blood center did emergency treatment such as calcium supplement and put the position of the donor's head lower and feet higher, but the symptoms weren't relieved. The customer called the emergency center, an ambulance came and the doctor injected dexamethasone to the donor. The donor was transferred to ICU in hospital. The tentative diagnosis of the donor is allergic reactions to blood donation induced hypotension in shock. The patient ID and age are not available. The disposable set is not available for return for evaluation. This report is being filed due to medical intervention via emergency services and medical actions taken.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf indicates that the 'ac down' button was pressed twice early in the procedure at 13 minutes. This may indicate that the donor was experiencing some discomfort or tingling at this time. The donor's access pressure was within expected pressure limits during the platelet collection until at 14 minutes when the pressure jumped to the maximum positive limit and the alarm was generated. The access pressure stayed at this increased positive pressure until the donor was disconnected. There is no definitive root cause for donor reactions that can be detailed by an rdf analysis; only an account of the procedure events is possible. Investigation evaluation and corrective actions are in-process a follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the customer stated that after a week of observation in the hospital, the donor vital signs have returned to normal. Root cause: this disposable set was unavailable for specific root cause analysis. There is no definitive root cause for the donor reaction that can be concluded from the investigation.